Event description:
Information received by medtronic indicated that insulin pump had hardware damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged cosmetic damage located at an unspecified area found on (B)(6) 2022. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, cracked keypad overlay, overlay scratched, stained keypad overlay, keypad overlay peeling, broken belt clip rails, pillowing keypad overlay, retainer knit line damage, cracked retainer, serial number label missing, keypad overlay texture damage, damaged display window cover, minor scratches on lcd screen. Cosmetic damage was confirmed. Additional cosmetic damages were noted on the device. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.